Event description:
Customer reports via phone the staff said the ram moves in the opposite direction when pushing the fil/expel lever. If they push to extend ram, it retracts, or if they push fil/expel lever to retract the ram, it extends. Customer states he has never duplicated the motion, and believe it is operator error. No reported injury.

Manufacturer narrative:
Field service engineer (fse) could not reproduce ram moving in opposite direction. Found the powerhead pcb beeping intermittently without any injector movement. Replaced the powerhead pcb and downloaded the v9.03 software onto it. Fse calibrated the pressure limits and the powerhead assembly. Proper operation of the injector was verified. Returned to the customer for full service.